Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, the xenon lamp should not be turned on when the ignitor at clv-190 of asset was attached and checked. The emergency light indicator was confirmed to remain flashing. We confirmed that the ignitor was abnormal. As a result, the presumed cause and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source lamp was not working before an unknown procedure, the issue occurred during preparation for use. Also, the spare lamp was not working and the indicator for the spare lamp was blinking. There were no reports of patient injury or harm.